Manufacturer narrative:
Analysis summary: the reported endoleak could not be confirmed on the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; making determination of the endoleak difficult. It is likely that the anatomy of the patient was a factor in the reported proximal endoleak. It is not clear if migration of the stent graft bifurcate also occurred to contribute to the occurrence of the endoleak. Analysis of the still angiograms did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 95mm ruptured abdominal aortic aneurysm. It was reported the patient presented emergently under seven years later with abdominal and back pain. A cta revealed a type ia endoleak. Intervention was performed and an endurant aortic cuff was implanted as treatment from the most inferior renal artery. This was ballooned and a final angiogram confirmed the endoleak had resolved. As per the physician the cause of the event was anatomy. It was reported that it was a conical aortic neck that lost seal over time. It was noted the bifurcate was approximately 12mm below most inferior renal artery. No additional clinical sequalae were provided and the patient is fine.